Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose (bg) levels dropped to 25 mg/dl while wearing the pod between 4 and 24 hours. Patient was found unresponsive and an ambulance was called; patient was treated by emergency medical technicians with dextrose intravenously and given juice. Patient was taken to the emergency room (ER), and pod was removed but no treatment was provided. Patient's bg levels increased and he checked himself out of the ER. The patient's blood glucose and insulin history are as follows: (B)(6).